Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure three years after, physician has tried several procedures or drops however the patient still could not drive safely at night because of the striations of the lights. The patient also tried yellow glasses but they did not help. Additional information has been requested.